Event description:
It was reported that the patient had dizziness for a few days and a 24 hour holter test was done which showed right ventricular (rv) lead pacing pauses of more than 3 seconds. At follow up check all the measurements were acceptable and the patient was admitted to the hospital for a second 24 hour holter monitor to be done which was negative to pauses. It was suspected that the pauses were due to oversensing of an unknown origin. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d364trm implantable cardioverter defibrillator: (B)(6) 2012. 4196 implantable pacing lead: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.